Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was brought to the emergency department (ed) at his local shared care site on (B)(6) 2017 after being found by his wife with garbled speech and progressively worsening level of alertness.  It was stated that the patient developed a right-sided dilated pupil.  International normalized ration (inr) was 3.0 in which he received kcentra.  A head computed tomography (CT) showed "a right parieto-temporo-occipital hemorrhagic cerebral vascular accident (hcva) measuring 7.5 cm in diameter with significant mass effect, transfalcine and transtentorial herniation with intraventricular hemorrhage (ivh).  The patient was then airlifted from to anther hospital that same day and was intubated upon arrival to the cardiovascular intensive care unit (cvicu).  Assessment revealed dilated pupils that were non-reactive "r4>l3", preserved corneal, oculocephalic, and gag reflexes.  Repeat head CT showed "a large acute intraparenchymal hemorrhage predominantly involving the right parietal and occipital lobes with extension across midline and into the ventricles. Subfalcine herniation with a 1.3 cm midline shift. The basilar cisterns are largely effaced and dilation of the temporal horn of the left lateral ventricle is concerning for developing hydrocephalus."  Neurosurgery was consulted but due to the poor prognosis, no interventions were recommended.  The family met with palliative care and the decision was made to withdraw care on the patient.  Patient was a tissue and eye donor, so care was finally withdrawn and he passed on (B)(6) 2017 @ 0025.  No autopsy was performed therefore the pump will not be sent back.  Peripheral equipment will be disposed of by the site.  His controllers and dc adapter are hoping to be returned.  The site does not relate the patient's death to the pump. No additional information available.